Manufacturer narrative:
Date of report: 17 aug 2021. There was no patient involvement.

Event description:
The customer reported of getting a post light emitting diode (led) failed alarm error. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The remote service engineer (rse) advised replacement of the power switch overlay. The customer replaced the power switch overlay, and no other alarms were generated. The unit was tested, and it was returned to service.